Manufacturer narrative:
Product ID: neu_ascenda_cath, lot# unknown, explanted: (B)(6) 2019, product type: catheter. The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. However, during dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during 1 of 4 tests. Please note that dispense testing in the lab is not designed to fully replicate the clinical experience. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Visual inspection of the catheter body identified a hole which resulted in a leak during the pressurized leak test. Visual inspection identified there was damage to the transition tubing. Conclusion code applies to the pump. Conclusion code applies to the catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: neu_unknown_cath, lot# unknown, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare manufacturer representative. It was reported a rotor test was performed on (B)(6) 2019. The rotor turned 60 degrees. The catheter had not been tested because the physician wanted to change [the catheter] on (B)(6) 2019. Logs showed a motor stall occurred on (B)(6) 2019 at 10:16am with a recovery on (B)(6) 2019 at 11:05am. It was confirmed the patient had an MRI at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal morphine 20 mg/ml at 7 mg/day via an implantable pump. The indication for use was not reported. It was reported the nurse removed 21 ml instead of the 2.3 ml announced by telemetry. The pump was filled as usual. The patient did not experience withdrawal symptoms or increased pain. There were no environmental, external or patient factors reported that might have led or contributed to the event. The logs would be reviewed on (B)(6) 2019 to find out if an event occurred. Surgical intervention did not occur, and it was unknown if surgical intervention was planned. The doctor planned a rotor test and catheter fluoroscopy for (B)(6) 2019 at 15:00. The event was not resolved. However, the patient's status was alive - no injury. The pump was implanted in 2014. Information regarding the patient¿s age, weight, medical history, and other medications was unavailable. No further complications were reported.

Manufacturer narrative:
Product ID neu_unknown_cath, lot# unknown, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported the catheter was implanted in 2014. The pump and catheter were explanted and would be returned to the device manufacturer.